Event description:
Affiliate reported that it was noted that the ventricles of the patient's brain were too large. The doctor attempted to lower the pressure, but the patent's situation did not improve. As a result, the valve was replaced and the patient's condition improved. The device was implanted in late 2007, and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.